Event description:
It was reported that patient experienced unspecified issues with diabetes equipment and needed troubleshooting support, with a request for possible replacement if necessary. There was no reported impact to the customer¿s blood glucose level. Technical support was asked to contact patient to troubleshoot problems and determine whether replacement device was needed, but no additional information was received regarding the outcome of the event.